Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose due to buttons not responding. Customer reported to have had an emergency room visit on (B)(6) 2016 with blood glucose of 575 mg/dl. Customer's emergency room visit was due to high blood glucose. Customer was treated with insulin drip and IV. Customer was wearing insulin pump at the time of emergency room visit. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed functional testing, including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump had intermittent button response during testing due to flattened dome switches on the act button. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads. The lcd connector was inspected and no anomaly was noted.